Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2017-02376 it was reported that stent thrombosis occurred. The target lesions were located in the fist diagonal (d1) branch and the left anterior descending (lad) artery. The lesion was predilated with kissing balloons. A 2.75x16mm promus element¿ plus stent was advanced and implanted in the proximal lad. Post-dilation of the stent was performed with a 2.00x8mm emerge balloon catheter. A non-bsc stent was then advanced to the d1, however it could not cross the proximal lad. A dissection was then noted on the proximal end of the promus element¿ plus stent and extending into the distal lad. A 2.75x12mm promus element¿ plus stent was advanced to treat the dissection however it could advance and caused the 2.75x16mm promus element¿ plus stent to migrate distally. A 2.50x12mm promus element¿ plus stent was then advanced and implanted in the d1. Thrombosis was then noted in the lad and d1, which was treated with abciximab medication and timi 3 flow was re-established in all left coronary vessels. There were no further patient complications reported and the patient was in a stable hemodynamic position following the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2017-02376 it was reported that stent thrombosis occurred. The target lesions were located in the fist diagonal (d1) branch and the left anterior descending (lad) artery. The lesion was predilated with kissing balloons. A 2.75x16mm promus element¿ plus stent was advanced and implanted in the proximal lad. Post-dilation of the stent was performed with a 2.00x8mm emerge balloon catheter. A non-bsc stent was then advanced to the d1, however it could not cross the proximal lad. A dissection was then noted on the proximal end of the promus element¿ plus stent and extending into the distal lad. A 2.75x12mm promus element¿ plus stent was advanced to treat the dissection however it could advance and caused the 2.75x16mm promus element¿ plus stent to migrate distally. A 2.50x12mm promus element¿ plus stent was then advanced and implanted in the d1. Thrombosis was then noted in the lad and d1, which was treated with abciximab medication and timi 3 flow was re-established in all left coronary vessels. There were no further patient complications reported and the patient was in a stable hemodynamic position following the procedure.